Event description:
Pt has catheter in approx 2 months, it was implanted on 12/30/97. Insertion site was the right internal jugular. The pt woke up 2/23/98 with the extension tubing separated from the bottom of the adaptor that has the metal pin in it. Pt presented to hospital for repair of catheter adaptor. Pt lost approx 200-300cc's of blood. Pt is now ok.